Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: inratio. Guide cath: launcher 6f al1. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx xience v stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which may have contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at the rbp. A review of the device lot history record revealed no nonconformance related to the complaint. A query of the complaint database indicated no similar incidents reported for balloon ruptures. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate calcification. Pre-dilatation was performed. The 2.5 x 23 mm xience v stent delivery system (sds) was advanced to the lesion and inflated; however, the sds balloon ruptured during the first inflation of 16 atmospheres (atm). Intravascular ultrasound (ivus) was performed, and it was confirmed that the stent was well expanded; therefore, the procedure was completed, and there were no adverse patient effects. No additional information was provided.